Manufacturer narrative:
Investigation results: device analysis findings: promus elite ous mr 32 x 2.50mm stent delivery system was returned for analysis. A visual, tactile, and microscopic examination of the hypotube found kink at 0.9cm from port exchange. A visual and microscopic examination of the balloon material identified a longitudinal rupture in the balloon. The balloon was subjected to positive pressure and was returned in a deflated state. A visual and tactile and microscopic examination identified that the inner extrusion was kinked and located outside the balloon material 3.7 cm from the distal tip. Visual and microscopic examination identified that the crimped stent had damage and have had positive pressure applied. The stent was severely stretched and pulled distally, extending over the distal tip of the device. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This conclusion code is based on the event description, the review conducted at boston scientific site and reported lesion characteristics. The inability to cross the lesion site was due to the condition of the anatomy in the vessel being treated. Analysis of the returned device identified a longitudinal rupture of the balloon, with the stent severely stretched and pulled over the distal tip.

Event description:
Reportable based on device analysis completed on 13mar2026. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 32 x 2.50 promus elite mr drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed balloon had ruptured.